Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage in tubing on (B)(6) 2024. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via multi daily injection to address high bg. No further information available.